Event description:
The manufacturer received information alleging a ventilator's pressure was fluctuating. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was determined the issue was caused by water in the pressure tube. No components where replaced.